Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details to bard.

Event description:
It was reported that during a stent placement procedure for treatment of a stricture in the left hilar duct via access through the papilla, the endoscopic biliary stent could not be deployed properly. Reportedly, the sheath was straight but the end of the stent appeared to not deploy straight causing resistance. The delivery system was removed and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported event could not be confirmed. The stent was found to be partially deployed upon sample receipt and could be completely released during the performed function test. No device deficiency was found which may have led to a deployment failure. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy. Also inadequate handling of the device during stent deployment may contribute to the reported event. Rough handling of the product during transport or storage also may lead to damage to the delivery system and loss of function. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "prior to use, visually inspect the system for any damage. If damaged, do not use." Also the IFU states: "during stent deployment, the outer catheter of the coaxial delivery system should not be compressed because this pressure could cause the system to jam. Do not twist the deployment system during stent release." Furthermore, the IFU indicates that an incorrect placement technique may result in failure of the stent to deploy.

Event description:
It was reported that during a stent placement procedure for treatment of a stricture in the left hilar duct via access through the papilla, the endoscopic biliary stent could not be deployed properly. Reportedly, the sheath was straight but the end of the stent appeared not deploying straight causing resistance. The delivery system was removed and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.